Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unk) the device failed to discharge with paddles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate there was any adverse effect to the patient due to the reported malfunction.